Manufacturer narrative:
The customer¿s complaint that the syringe modules alarmed with a communication failure was confirmed in the syringe module event logs; however testing failed to replicate the communication error. Visual inspection under magnification observed that the female iui on syringe module 14346364 exhibited signs of dried fluid residue. The male iui on syringe module 14346364 had evidence of a film residue on the pins. Testing could not replicate the communication error. The root cause of the customer¿s complaint of a communication failure was not identified. It is possible the pcu may have contributed to the communication failure. The pcu was not returned for investigation.

Manufacturer narrative:
Concomitant products: (2) syringes (vendor, product number, and lot unknown), therapy date (B)(6) 2015. Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that two syringe pumps infusing ketamine and milrinone alarmed with communication error. New devices were obtained. The customer reported no detectable harm.